Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the insulin pump, with troubleshooting indicating a probable infusion set issue and a history of bent cannulae; the user disconnected from the pump, administered a manual subcutaneous insulin injection, and planned to replace supplies before reconnecting. Symptoms included elevated blood glucose outside the target range. Outcomes included the need for back-up therapy with a manual insulin injection and shipment of replacement supplies. Investigation included user troubleshooting and review of product performance history. Investigation of this case revealed evidence consistent with an infusion set or cannula issue leading to inadequate insulin delivery, though the precise cause remained unclear. It was concluded that the event was consistent with hyperglycemia of unclear cause, with user mitigation through back-up insulin and supply replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.